Event description:
It was reported that a lead integrity alert (lia) was triggered and short interval counts (sic) was observed. Review of device information indicated that electromagnetic interference was the causative factor for the lia trigger. It was further reported that there was infection and erosion of the skin over the implantable cardioverter defibrillator (ICD). During explant of the device system, the helix was attempted to be retracted multiple and was unsuccessful. The device was explanted and the lead remained implanted until it could be explanted by a different physician. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments ,analyzed and there was a connector pin observation. Visual analysis found the proximal connector ring was damaged, extrinsic and compressed and prevented the df4 to spin. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).